Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and customer changed the cartridge to resolve the issue. Customer reported battery gauge was fluctuating and reportedly, customer charged battery to resolve the issue. Customer's blood glucose was within range.